Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 09-sep-2022. H.6. Investigation summary: the customer reported the tubing is separating out of the bag, and returned photos, 2 unused samples, and 5 packages. The samples verify the complaint, and the tubing separated before use. The root cause is attributed to solvent dry time, as there was evidence of plenty of solvent. Manufacturing has recently migrated to another line configuration in which fixtures were added to mitigate the risk of this failure and give the necessary holding time to the solvent. Device history record review for model 2426-0500 lot number 22033376 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2426-0500 lot number 22033375 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2426-0500 lot number 22023203 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2426-0500 lot number 22023289 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets from lot 22033376, and 1 set each from lots 22023289, 22023203, and 22023205 had issues with their tubing separating from the adapter/luer connector. The following information was provided by the initial reporter: "we've had 2 recent instances of the 3-port tubing being separated out of the bag... The tubing is supposed to be connected but isn't".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22033376. Medical device expiration date: 22-mar-2025. Device manufacture date: 17-feb-2022. Medical device lot #: 22023289. Medical device expiration date: 14-feb-2025. Device manufacture date: 14-feb-2022. Medical device lot #: 22023203. Medical device expiration date: 05-feb-2025. Device manufacture date: 03-feb-2022. Medical device lot #: 22023205. Medical device expiration date: 05-feb-2025. Device manufacture date: 03-feb-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets from lot 22033376, and 1 set each from lots 22023289, 22023203, and 22023205 had issues with their tubing separating from the adapter/luer connector. The following information was provided by the initial reporter: "we've had 2 recent instances of the 3-port tubing being separated out of the bag... The tubing is supposed to be connected but isn't."